Manufacturer narrative:
Device return is not required.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a cgm (dex 075) issue. It was reported that there was blood present at the insertion site immediately after the sensor was inserted. There was no indication that the device caused or contributed to an adverse event. This complaint is not being reported because no medical intervention or serious injury was reported. The alleged product issue is not likely to cause a blood glucose excursion; the sensor has no effect on insulin delivery and has no effect on cgm data.